Manufacturer narrative:
The serial number for the involved device was not supplied; therefore, further review of the related manufacturing records could not be performed. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported from a literature article, "evaluation of hypotension prediction index software in patients undergoing orthotopic liver transplantation: retrospective observational study," that, during use, the acumen iq sensor readings for co and svr did not correlate with the pulmonary artery catheter. There were no patient injuries reported. There is no further information available.